Manufacturer narrative:
Additional narrative and/or corrected data on the initial MFR. Report incorrectly stated the following: "the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns." The sentence above should have read as follows: "the product lot number was not provided, therefore, the manufacturing records could not be reviewed."

Manufacturer narrative:
Results: the neuron 5f select catheter (5f select) was kinked approximately 115.0 cm from the hub and fractured approximately 121.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured in the distal shaft. This type of damage typically occurs due to improper handling during use. If the 5f select is forcefully handled during insertion into an rhv, damage such as this may occur. The rhv mentioned in the complaint was not returned for evaluation. 5f select devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 5f select catheter (5f select). During the procedure, while the 5f select was being loaded into the rotating hemostasis valve (rhv) for the second time, the tip of the 5f select snapped off. Therefore, the 5f select was removed and the procedure was completed using a new 5f select and the same rhv. There was no report of an adverse effect to the patient.